Manufacturer narrative:
Zip code: (B)(6). Device photo analysis: visual analysis of the photographs identified a broken device, with red biological tissue, labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: crease/folding of implant.

Event description:
Healthcare professional reported left side textured implant exchange. The device has been explanted.